Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus alignment issue. The stylus was replaced and calibrated as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer did not touch the display screen at the right spot. It was noted that configuration with the service disk was attempted without success. The programmer has been returned for repair. There was no patient involvement.